Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on laparoscopic gallstone removal, while using the continuous suturing technique half an hour after opening, the thread broke when suturing the bile duct. Another device was used to complete the case. The surgical time was extended by 30 minutes or more due to the product problem.